Event description:
A baxter sales representative reported the death of a patient on an ipump. The ipump reportedly did not deliver the patient's medication as ordered. The patient was terminally ill and was on a morphine drip. The medication was in a 50ml bag and the pump had been running in the pca mode on the patient for a couple of days. The pump was being used with a 500ml bag cover. It was reported the pump's medication bag was changed at 0600 hours; the pump alarmed "low fluid" at 1000 hours and again at 1700 hours; on investigation the bag was found to be full of medication. Further follow-up with the nursing educator at the facility revealed the pump was set-up in the basal and pca mode. The presciption rate was pca 6.0 ml with a 15 minute delay, and a basal rate of 6.0 ml with a limit of 30.0 ml/hr. The nurse educator stated the last time this situation occurred, the tubing was found to be crimped in the hinge of the bag cover on the pump. They stated they found the patient to be semi-comatose so they delivered an i.v. Push dose of solu-medrol to the patient. Shortly after the pump was restarted with the medication, the patient expired. The educator stated they did not think the death was caused by the pump and the pump has since been used on another patient.